Manufacturer narrative:
The investigation for the reported issues has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The clinical details provided were not sufficient to determine a root cause. The cause of the reported problems and its relation to the impella device was not determined since the product, data logs, and sufficient clinical information were not provided. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that a patient with unknown ethnicity in the EU has a 5.0 support ongoing for 25 days and is still supporting. The team had alarms for purge pressure and loss of signal during the support. Additionally, the purge cassette was leaking, therefor it was changed with nurse, purge system condition decreased. The patient also had bleeding and due to the bleedings issues they will no longer increase the heparin. Family withdrew care and patient expired, but there is not enough information to exclude the impella device as an associated factor in the patient's demise.